Event description:
Caller alleging discrepant low inratio value. (B)(6) 2015 patient self tester tested on meter and received an inratio value of 3.5. Three hours later patient self tester went to the hospital immediately after the doctor called, due to low hemoglobin count (6 or 8 exact number not provided or available) that was verified by blood work performed on (B)(6) 2015. Patient was admitted to the hospital and hospital inr was 7.4. Patient had internal bleeding, received blood transfusion 3 units of blood and vitamin k on (B)(6) 2015. (B)(6) 2015 patient released from hospital - inr 2.5. Caller reported coumadin dosage was not changed. (B)(6) 2015 inratio=3.2, dr's poc=3.8. Time between tests 15 minutes. Patients therapeutic range 2.5 - 3.5. No additional information provided.

Manufacturer narrative:
Investigation conclusion. Investigation pending.

Manufacturer narrative:
Correction: investigation/conclusion update: the meter associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. The impedance curves for the customer's results of 3.5 and 3.2 were analyzed. The impedance curve generated from the 3.2 result was found to be normal in shape, while the impedance curve for the 3.5 result was found to exhibit weak-slope change characteristics. The impedance curve analysis associated with this case found a curve which exhibited a weak-slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. At the time of the discrepant result, the patient had a low hemoglobin count which roughly translates as a hematocrit below 30%. CAPA-(B)(4) has identified anemia with a hematocrit less then 30% as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. A possible root cause is the patient having a hematocrit below 30%, which may have contributed to an impedance curve that exhibited a weak-slope change. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. Further investigation is being performed under CAPA-(B)(4) for this issue.

Manufacturer narrative:
Investigation/conclusion update: the monitor associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. The impedance curves for the customer's results of 3.5 and 3.2 were analyzed. The impedance curve generated from the 3.5 result was found to exhibit weak-slope change characteristics. The impedance curve analysis associated with this case found a curve which exhibited a weak-slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. Conditions provided by the customer were not found to be associated with weak slope change impedance curves. An impedance curve with weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Further investigation is being performed under (B)(4) for this issue.